Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at the site, therefore patient currently using syringes. The infusion set was in use for 1 hour. No further information available.